Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer via a manufacturer representative on (B)(6) 2017 regarding a patient receiving morphine (2m g/ml at 1.62mg/day). The indications for use included non-malignant pain and lumbar radiculopathy. The patient's medical history included hypothyroid, hypertension (htn), heart disease, and gastric ulcers. It was reported that the patient began experiencing a decrease in pain relief and tingling bilaterally in the feet approximately 6 months ago. The patient underwent a myelogram at that time and was diagnosed with a granuloma. It was unknown when the granuloma first occurred. The healthcare provider decreased the pump concentration and dose, and the patient reported receiving effective pain relief at the time of report with no neurological symptoms in the lower extremities. No new diagnostic testing had been performed since the myelogram. There were no known environmental, external, or patient factors that were thought to have led to the issue, and it was unknown if the issue was resolved. No surgical intervention occurred or was planned, and the patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.